Manufacturer narrative:
D10: (B)(6) 300-10-15 equinoxe replicator plate 1.5mm o/s. (B)(6) 300-20-02 equinox square torque define screw drive kit. (B)(6) 300-30-11 equinoxe preserve stem 11mm. (B)(6) 310-01-47 equinoxe, humeral head short, 47mm (beta). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported a male patient, initial right shoulder implanted on (B)(6) 2020, underwent a stage 1 revision procedure on (B)(6) 2023, approximately 3 years post the initial procedure. The patient was revised due to post-traumatic instability which was developed due to a rupture of the rcr. After opening the shoulder, the poly was found disassociated from the pegs of the cage glenoid. Everything was removed and a cement spacer was inserted. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No device images or x-rays were available. The devices are not available for return as the hospital disposed of them. No further information. This is 1 of 2 reports for this event.